Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable, can connection status) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing and was unable to communicate with a monitor. The cause for the failure was isolated to intermittent shorting of the blue (+5v) and violet (agnd) wires in the ECG c&d cable. The root cause for the shorted wires could not be positively identified. No adverse event resulted from the defective electrode belt. The pt was issued a replacement electrode belt.

Event description:
A pt service representative (psr) contacted zoll customer support to report that a (B)(6)male patient's electrode belt was not communicating with the monitor. The pt was issued a replacement electrode belt.